Event description:
The patient reported a product quality issue with the infusion set, there was a leakage of medication from past cannula sites while the patient was sleeping or being active. The patient had an infection on the left side of his abdomen and bruised all over the patient's left side from cannula use.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.